Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, their device was found to be in back-up vvi due to having bad telemetry with the transmitter. Programming changes were made. The patient was stable after the changes.